Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the a/c indication and charging indication was not glowing. There was no reported pt involvement and/or pt impact.